Event description:
It was reported that the fenestrated bipolar forceps was not responding to surgeon commands. Frayed wires were noted upon removal. There was no report of injury.

Manufacturer narrative:
The instrument passed recognition and engagement tests, moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. With no lives remaining, instrument become inoperable in the field likely causing issue reported by the customer. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation. The instrument was fully functional. Additionally, the instrument was found to have a frayed grip cable at the distal end. Charring and localized melting on bipolar yaw pulley, near the grip was also observed. The instrument passed the electrical continuity test.